Event description:
Smith medical is marketing a new series of insulin pumps as an integrated pump and blood glucose meter and they know that their software which is included is not compatable with the new 1800 pump - works great with the old 1700. Promised software fixes have been made for several months yet nothing comes of it. I feel this is gross negligence to release the product before the software to use, it is released! Diagnosis or reason for use: diabetes.